Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The aneurysm was 110 mm in length and 53 mm in diameter. The aortic neck was 22 mm in diameter. The pt has a history of chronic obstructive pulmonary disease. It was reported that the right iliac artery was dissected during the procedure during loss of access to the aneurysm sac and the delivery system was not the cause of the dissection. The dissection was controlled with a wallstent. Final angiogram demonstrated no endoleak with accurate placement of the stent graft and acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.